Event description:
The device was used during a laparoscopy assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure. The hosiptal has reported no patient injury occurred.